Manufacturer narrative:
Vendor investigation of suspect positioning sensor unit (psu) confirmed the reported event and reported: unit seems to have a faulty battery which will require replacement. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement external scu to r/a psu cable shipped to site 07/12/20. Medtronic investigation of returned suspect external scu to r/a psu cable finds that when cable continuity was tested, it did not reveal any opens or shorts. Cable looks to be compressed on end that attaches to camera where cable is routed through the yolk but this does not effect functionality. No fault found. Device found to be fully functional. Return requested. Replacement positioning sensor unit (psu) / camera shipped to site 07/12/2016. Medtronic investigation of returned suspect psu/camera finds that the logs indicated illuminator, battery, and sensor voltage faults. Psu also failed aak testing at 0.39mm with a threshold of .035mm. Failed aak test - electrical failure. On 07/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system camera had lost power. They were in the middle of navigating and the lights on the camera went out. The site re-booted the navigation system software and the lights came on for 30 seconds, then went out again. In trouble-shooting, all connections were re-seated. The navigation system beeped once when the connection was made, however, there was no response from the camera. There was a yellow blinking light on back of polaris spectra system control unit (scu) and solid yellow light on the front - unable to connect after checking the cable, the lights came on the camera again and they were able to check the ndi logs. All components read ok for positioning sensor unit (psu) and polaris spectra system control unit (scu). The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 25 minutes. There was no impact on patient outcome.